Event description:
Customer reported drive support cap became loose while priming the insulin pump. The blood glucose reading was 127 mg/dl. Customer was advised to revert to a back up plan. No further information was reported.

Manufacturer narrative:
During the visual inspection, it was noted that the insulin pump has a cracked reservoir tube lip, scratched display window and missing end cap sticker. The insulin pump was unable to prime during the prime test due to a loose drive support disk.